Event description:
It was reported that when the pt attended an outdoor festival, someone bumped into her back, knocking her off balance, but the pt did not fall. The pt noted stimulation the next two days, but on the third day (monday) was not sure if she felt stimulation. The next day, the pt's pain was greater than normal and there was no relief by turning the stimulation up. It was also reported that in june, the pt had a four wheeling accident where she was thrown from the four wheeler, but she continued to get stimulation until the weekend after she was bumped in the back. Impedances were >3600 ohms on all eight electrodes using each one as a reference. Reprogramming was attempted, but the pt did not feel stimulation with any program and amplitudes of 10.5v. An x-ray showed the lead was intact, no visible fracture. The pt was scheduled for lead revision. The MFR's device tracking system indicated that both the pt's leads and extensions were replaced. No pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.